Event description:
A endurant stent graft system was implanted for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The proximal neck was 29 mm in diameter and 10 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 11 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac artery measured 8 mm in diameter. The neck angle was 5 degree. It was reported that during the procedure, the physician felt resistance when advancing the contralateral limb, but was able to successfully deliver at the flow divider. The iliac artery had the possibility of developing an aneurysm, and there were calcification, thrombosis, and curvature. The patient¿s blood pressure was unstable during evar however, the physician was not too concerned. The final angiography did not reveal any endoleak. In the ICU, the patient recovered from anesthesia and complained of back pain. CT check found a rupture just above bifurcated site of left internal iliac artery. The patient was immediately taken to the operation room and other manufacturer¿s stent graft was implanted to the external iliac artery however, the CT scan found that the rupture was still present. The physician decided to convert the patient to open repair to stop the bleeding with binding of the external iliac artery. After the open repair, the patient¿s prognosis did not improve and expired a few days later. The physician commented that the cause of the positioning difficulties was due to the patient¿s anatomy; severe curvature and heavy calcification. The physician actually has a tendency of damaging the iliac artery during delivery of endurant. During the procedure, the physician felt the resistance was different, so the device was pushed.

Event description:
Additional information was received. It was reported that the cause of death may have been due to the iliac rupture which was not seized well during the procedure. The date of death has been confirmed.

Manufacturer narrative:
(B)(4).